Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the layuser/ patient contacted lifescan (lfs) alleging the one touch utralink meter was displaying inaccurately high readings compared to another meter. This complaint was classified using the documentation from the customer care advocate (cca). The patient reported immediately prior to the start of the alleged issue she felt "shaking, headache, dizzy, sweating." The patient reported on 2/8/2014 at 4pm readings of "137mg/dl" was obtained on the lfs meter compared to "64mg/dl" on another meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient did not state what medications she takes to manage her diabetes or if she made any changes to her usual diabetes management routine on the day of the alleged issue. The patient denied receiving any medical intervention on the day of the alleged issue. During the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement at the time of testing, her test steps were correct, and an approved sample site was used to obtain the sample. The cca confirmed the test strips were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.